Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. It was reported that the communicator was not holding a charge. It was reported if it was plugged in and gets to green they could do one bolus but if they go anywhere the next time they try to do a bolus there was not enough charge on it. Caller also said sometimes it takes forever to hook up and it doesn't hook up. Agent asked if they get an error code and caller said no, it just spins and says can't be found. The issue started probably a month ago. Agent walked caller through resetting communicator and handset. Agent walked caller through the clearing pt data storage and reviewed the 90% lag. The caller was able to connect fast and would monitor and call back if the issues continue. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a consumer on 2025-03-11 and it was reported the communicator was not holding a charge after an hour. They could not leave the house. Agent assisted patient with navigating the handset to see the communicator percentage, but caller could not see the communicator percentage. Caller was able to connect to pump. Agent sent request to the repair dept for communicator replacement.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type: accessory product ID a820 lot# serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.